Event description:
It was reported that post implant, the patient experienced swelling and tenderness at the pulse generator implant site. On a subsequent follow up, the patient was found to have intractable pain. The pulse generator was removed from the patients right side and implanted on the left side.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.